Manufacturer narrative:
Pump unable to perform the displacement test due to completely broken off reservoir tube lip and missing reservoir tube o-ring. Pump received with slightly bleeding lcd glass, cracked case at the display window corner, cracked battery tube threads, stained end cap sticker, stained back address label, cracked case at the reservoir tube window corner, debris under the display window and minor scratched lcd window.

Event description:
It was reported that there was crack in battery thread. The customer¿s blood glucose was 167 mg/dl at the time of the incident. It also stated that drive support cap was normal. The device will be returned for analysis.